Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device displayed the message "ventilation cancelled", after which the screen became blank/black. The ventilator was removed from service, and the patient was subsequently ventilated manually using a resuscitation bag. No harm to the patient was reported. During an onsite visit conducted two days after the event, the service technician successfully retrieved the device log files. A review of the logs identified the occurrence of a monitor disconnect alarm and an expiratory valve disconnect alarm prior to the device transitioning to ambient state.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The manufacturer has received the logfiles of the device for analysis. Analysis of the available log files did not identify any events corresponding to the complaint description on the reported event date of 01 june 2026. Upon review of the preceding days, it was noted that a female patient had been connected to the device. On 30 may 2026, the following technical failures and technical events were recorded: technical failures. Tf 443001 ¿ watchdog failed lls. Tf 446029 ¿ ambient failure detected. Tf 431017 ¿ inspiration valve disconnected. Technical events. Te 231032 ¿ expiration valve disconnected. Te 246005 ¿ alarm monitor defective. In addition, a disconnection on the patient side was recorded. Investigation ongoing.